Event description:
It was reported the tip fractured off the device, posing the risk of a small component being lost in a surgical site, during use in a procedure at the user facility. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences reported with this event.